Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had concerns about whether the implantable pulse generator (ipg) was working correctly at elective replacement indicator (eri) and they were not feeling well. The patient also felt the device could not be interrogated at eri prior to device removal. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.